Event description:
A healthcare professional reported injecting a patient with 0.3cc of evolysse smooth into the smile lines, cheeks, and perioral lines. Approximately two (2) weeks post injection, the patient experienced visible lumps in the left cheek. The hcp recommended massage.

Manufacturer narrative:
(B)(4).